Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had broken tip. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being provided to correct section d4 for the lot number, previously reported incorrectly as the serial number.

Event description:
There is no new information provided by the customer.